Event description:
In 2004, the pt had a headache and felt dizzy. She was unable to test her blood glucose, since the meter displayed the battery symbol. She went to the ER, where she was treated with IV. No info on what her blood glucose reading was on the ER's meter. The battery icon appeared and after a few days the battery was replaced. Customer service sent the pt a new meter. Based on the info provided, this case is being reported as a malfunction, since the battery icon appears on the meter after the battery was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.